Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/9/2022, it was reported by a sales representative via email that an ar-9811 apollorf mp90, aspirating ablator head fell off during use. The surgeon was able to retrieve it and used a new one to complete the case. This was discovered during a procedure on (B)(6) 2022.

Manufacturer narrative:
The complaint is confirmed based on the customer provided photo, which shows the electrode's face fell off. The cause for the reported failure is a manufacturing issue. Refer to (B)(6).